Event description:
It was reported that after use with 50 bd vacutainer® k2 edta 5.4mg blood clotting occurred. There reported to be no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: after blood collection. Defect: blood coagulation found in the blood collection tube quantity: 50 pieces..

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of march, 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after use with 50 bd vacutainer® k2 edta 5.4mg blood clotting occurred. There reported no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: after blood collection. Defect: blood coagulation found in the blood collection tube. Quantity: 50 pieces.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.